Manufacturer narrative:
The field service engineer was on site to troubleshoot the strange noise in the or. The alarm on the wall for the or electrical outlets would alarm when the stellaris was plugged in. The electrical cord was replaced, and that took care of the ground fault issue within the cord. The electrical cord had a short between the hot and the neutral wire. The machine is operational and in service. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility reported toward the end of cases for day they heard strange noises. Then the stellaris system shut down. There was no patient injury.